Event description:
As reported [redacted]: complications: partial fraying and deposition of plastic elements into the airway from the tip of the first glidescope disposable bronchoscope used to retrieve the zephyr valves. After the valve removal, a complete examination of both bronchial trees was performed. 1. Several white specks noted in the airway and then it became apparent the white plastic covering of the tip of the disposable bronchoscope had peeled off. 2. Several of these bits were able to be suctioned and 1-2 were retrieved with forceps. 3. Unfortunately, when the ett [endotracheal tube] was changed out to a double lumen ett, more of the bits of plastic material was seen during the endoscopic positioning of the tube. Therefore, the pt was re-bronched with a therapeutic scope and all visible pieces were able to be suctioned. It was noted that the second scope used also had missing white coating. No adverse effects to patient.